Event description:
Information was received from the health care provider (hcp) regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 423 mcg/day. The indications for use were intractable spasticity and cerebral palsy. The patient had a past medical history that included a problem list of quadriparesis beginning in 2004 from an unknown etiology (did not know if it was injury or brain stem infection) with spasticity. It was later reported that the quadriplegia began in 2005 secondary to traumatic brain injury. The patient&#62688;past medical history also included encephalitis, depression, anxiety, panic attacks, insomnia, constipation, pneumonia, small bowl ischemia, and intestinal malabsorption. The patient never smoked. The patient drank 1-2 alcohol drinks per month. The patient&#62688;past surgical history included CT biopsy brain, gastrostomy tube in 2008, refill and maintain implant pump in 2008, pr closure of gastrostomy surgical in 2012, pr anes achilles tendon surgery in 2008, and pr exploration abdominal wall in 2007, and pump replacement occurred in 2014 (catheter replaced with a revision kit). The patient did not speak but could understand fully. The patient&#62688;allergies included allergen, clonazepam, divalproex sodium, and eszopiclone. Concomitant medication included vitamin c 500 mg tablet, lioresal 20 mg tablet, wellbutrin sr 200 mg sustained-release tablet, calcium carbonate/vitamin d2 (calcium 500 with vitamin d oral), vitamin d3 1000 unit tablet, coenzyme q10 200 mg capsule, vitamin b-12 500 mcg tablet, valium 5 mg tablet, lexapro 20 mg tablet, ferrous sulfate 65 mg elemental 325 mg (65 mg iron) tablet, creon 12000-38000 -60000 unit cpdr delayed-release capsule, imodium 2 mg capsule, ativan 1 mg tablet, magnesium oxide 500 mg cap, melatonin 5 mg tab, remeron 15 mg tablet, theragran-m oral, and prilosec 20 mg delayed-release capsule. The patient had her pump refilled percutaneously on (B)(6) 2016. The patient had frequent random movement of upper extremity and trunk, and had nearly constant spastic tremor of the left lower extremity. The patient had increased leg tone on (B)(6) 2016, but the consumer did not want to increase the dose as they were concerned neck tone would increase. The pump operated as usual for several days, but since a swimming outing on (B)(6) 2016, the patient had experienced increased spasticity. On the night of (B)(6) 2016, the patient became sweaty and had increased spasticity (no fever). On the morning of (B)(6) 2016, the patient was still experiencing increased spasticity. The consumer said the left leg was more spastic usually and had some tenderness to the left lower posterior leg due to spasming. The patient took 20 mg oral baclofen around 11:00am on (B)(6) 2016, which was advised by the hcp. The patient presented for evaluation of device check on (B)(6) 2016. The patient presented with withdrawal symptoms. The patient was referred to the emergency room. The patient was experiencing symptoms of sweating, rigidity, shaking, and high blood pressure. The patient was positive for diaphoresis and spasticity of the extremities and trunk. The patient's blood pressure was 154/91. Although it was noted that the patient's heart had "regular rhythm and normal heart sounds," it was also noted the patient was tachycardic. Their pulse was 129. The patient's istat lactate screen venous was critical. All other systems were reviewed and were negative or within normal limits. There was a suspected malfunction. She had not fallen or had any other trauma likely to dislodge the catheter, the catheter, and the position of the catheter appeared to be appropriate (tip at c6) on the x-ray performed on (B)(6) 2016. The pump was also interrogated and appeared to be functioning as designed. The pump was not stalled. Infection was considered as a possible source of increased spasticity, but no infection was detected. The patient's elevated lactate was likely related to muscle contraction and lactic acidosis rather than sepsis. It was noted that the patient was unable to get valium filled on (B)(6) 2016 due to an insurance issue. The patient was prescribed lioresal 20 mg tablet 1 every 6 hours, and valium 5 mg tablet 2 every 6 hours on (B)(6) 2016. Oral baclofen and valium were administered in the emergency room with "good response." The patient was also given intravenous nacl 0.9% 1000 ml. On (B)(6) 2016, side port access was achieved in the clinic with good cerebral spinal fluid (csf) flow. The hcp easily aspirated 1.7 ml from the side port, and patency was observed. The pump was reprogrammed for a priming bolus of 0.212 ml to replace the drug found in the catheter tubing. The patient's pump dose was not adjusted. Another prescription for baclofen 20 mg 4 times daily was given to the consumer, and they were to continue their current baclofen and valium. On (B)(6) 2016, a dye study and CT scan were completed showing no leakage. The hcp was uncertain of the cause of the patient's symptoms. To the hcp's knowledge, the sweating, rigidity, shaking, and high blood pressure had been resolved. On (B)(6) 2016, the patient's withdrawal symptoms were better. The patient looked comfortable, was not sweating, and displayed no spasms/clonus. It was noted that the patient never missed taking a dose of medicine.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), iimplanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Additional information was received from a health care provider. It was reported that a catheter issue was suspected, but the dye study and CT scan were negative for catheter issues. The cause of the patient's symptoms was not determined. The health care provider was tapering the patient's oral baclofen and watching the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.